Event description:
At approximately 1050, surgeon was using suture 0 vicryl which broke into two equal pieces. This suture did not make contact with patient's skin incision. Suture removed from sterile field immediately. Imaging completed. Negative for foreign body.